Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a cystoscopy, it was confirmed the artificial urinary sphincter (aus) balloon presented a hole and fluid loss causing incontinence on patient. Due to this, the procedure was completed replacing the system. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported hole and fluid leak cannot be confirmed. The reported patient symptom of recurrent incontinence is a known risks associated with this device type and indicated as such in the instructions for use. The directions for use (dfu) provides guidance and instruction to achieve successful device implantation and to prevent fluid leak which state to place blue tubing on both jaws of hemostats to completely cover serrated surfaces, and caution when clamping the kink resistant tubing do not advance the hemostat's ratchet more than one notch. Excessive pressure will permanently damage the tubing. A risk review was completed and confirmed that the events of altered therapeutic response and fluid leak from the device were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, an investigation conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that during a cystoscopy; it was confirmed the artificial urinary sphincter (aus) balloon presented a hole and fluid loss causing incontinence on patient. Due to this, the procedure was completed replacing the system. There were no further patient complications.